Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Information about any impact on the customer¿s blood glucose level was not provided. The device is being returned, and a replacement pump has been arranged.